Event description:
Sorin group (B)(4) received a report that the pump displayed a motor controller error during setup. The pump was power cycled several times but the error did not clear. There was patient involvement.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note this medwatch is being filed late to a miscommunication regarding the re portability of this event. Sorin group (B)(4) received a report that the pump displayed a motor controller error during setup. The pump was power cycled several times but the error did not clear. There was patient involvement. It was reported that the facility's service engineer was unable to reproduce the problem during testing on the following day. The involved pump was returned to sorin group (B)(4) for evaluation. Testing of the operator control panel found no issues. During functional testing of the pump, the motor controller error was reproduced. Visual inspection of the pump's internal components found a transistor which was not soldered properly creating an intermittent connection. The transistor was re-soldered and subsequent testing confirmed that this resolved the issue. A review of complaint records found that there have been no similar complaints in the last two years. Sorin group (B)(4) considers this an isolated incident. They will continue to monitor the market for this type of event.